Manufacturer narrative:
This report filed february 10, 2016.

Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to an unknown device problem. The patient was reimplanted with a new cochlear device during the same surgery on the contralateral side. Additional information has been requested, but not made available as of the date of this report.

Manufacturer narrative:
This report filed march 3rd, 2016.